Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple inappropriate shocks. It was also reported that the right ventricular (rv) lead was t wave oversensing. The sensitivity was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited t-wave oversensing (twos) and was unable to be programmed differently. The pace/sense portion of the lead was capped and the remainder of the lead remains in use. No patient complications have been reported as a result of this event.